Event description:
It was reported that a pt underwent surgery from l4-s1 using rods and screws. The rod was seated on the right side and the set screws were successfully broken off. X-rays were taken for rod placement on the left. X-rays showed the s1 setscrew on the right had popped off. The surgeon attempted to re-tighten the set screw, but could not. Another set screw was used without success. The surgeon converted to a mini open procedure to place the rod. The same rod was used with a new bone screw. A third set screw was used with the new bone screw without further incident. The surgery time was extended approx 30 minutes.

Manufacturer narrative:
(B) (4). Convert to mini open procedure. Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined. A review of the device history records was not possible without add'l product info.